Event description:
It was reported that the clinician reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it was determined that there was oversensing. However, it was noted that the signals were appropriately falling into the device-programmed blanking zone, therefore the device is not affecting the timing cycles. No changes were recommended due to the device working as programmed. At this time, this implantable cardioverter defibrillator (ICD) system remains in service and there were no adverse patient effects reported.